Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified a broken wire on the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was received and evaluated. Engineering found a broken drive cable. The pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. Additional observations not reported but the customer main tube damage. The distal end of main tube had various scratch marks with light material removal. Scratches were 0.070 - 0.145 in length and were not aligned with the tube axis. Evidence not conclusive, but damage may have been caused by mishandling/misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.